Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6, h11. One 7f fast-cath introducer sheath was received for evaluation. The sheath was torn and returned in two pieces. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the sheath damage remains unknown.

Event description:
After an atypical flutter in the right atrium, after the physician take out all the catheters from the patient, he tried to take out the introducer but noted it was damaged. The introducer was split in two pieces. There are no pictures available. There was no adverse consequences to the patient.